Manufacturer narrative:
Device had a broken off/missing retainer ring, missing reservoir tube o-ring, minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir compartment was broken. Customer's blood glucose was 5.9 mmol/l. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.